Event description:
Healthcare professional reported right side "tightness, possible rupture¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Clarification h.1: events are non-serious. The event of rupture is no longer reportable. Device was noted as "implant appeared intact upon removal". Non-reportable events are still listed in the record.

Event description:
The event of "possible rupture" is no longer reportable. Healthcare professional reported "implant appeared intact upon removal".